Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the x-ray was not possible. Review of the system log file showed an image detector errors that resulted in the system not being able to produce x-ray. Upon inspection, the field service engineer (fse) determined that the issue was occurring due to defect in flat detector and there was voltage drop. The fse replaced the flat detector and power distribution unit(pdu) fantray and dcps. After replacement of the flat detector and pdu fantray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion device would not x-ray. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.